Event description:
It was reported that a pump experienced an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer's insulin was initially suspended due to the alarm condition, but after following instructions from technical support to clean the speaker holes and reconnect the cartridge, normal insulin delivery resumed within a few minutes, and the alarm did not recur. Customer was given tips to prevent future altitude alarms, and the issue was resolved with the pump returning to normal operation.